Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Evaluation of the device data indicates that the aca experienced an occurrence of error code ¿arm failure - recoverable - ra potentiometer two channel redundancy check¿ indicating that the values received from the primary and secondary potentiometers present at robotic arm joint 2 (ra_j2) don¿t match. Review of the provided image notes that it shows the operating room team interface (orti) screen which is showing an error message which reads: "arm 2 : danger : arm cart unbraked but docked. Set cart brake". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic hysterectomy procedure, upon system startup, the arm failed calibration twice. The nurse confirmed that nothing was blocking the arm movement. After retrying the calibration twice on the operating room team interface (orti), the calibration was successful. Additionally, the arm generated a high-priority alarm stating that the brakes were removed while docked. However, the team confirmed that the arm was braked by pushing harder on the red brake. This resulted in the alarm being dismissed. The nurse also confirmed that the pedals were not touched prior to the alarm. There was no patient involvement.